Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor stopped working, resulting in a failed pairing with the ilet system, and the user disconnected from the device and administered a subcutaneous insulin pen dose; another agent later assisted the user to reconnect the cgm and glucose levels returned to range. Symptoms included hyperglycemia with a reported highest glucose of 337 mg/dl and elevated glucose for approximately one hour without additional acute symptoms. Outcomes included self-management with manual insulin administration and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education. Investigation of this case revealed a cgm pairing failure with no responsible device identified and resolution achieved through reconnection and user guidance. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity factors not attributable to a confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.